Event description:
Customer's mother reports that sensor was not linking with insulin pump. It was also reported that meter was no communicating with insulin pump either. Customer's mother states that meter gave a glucose reading of over 600 mg/dl and customer was taken to the hospital on (B)(6) 2014. Customer's blood glucose was actually 235 mg/dl. Customer had moderate keytones but reduced keytones by drinking water. Customer was not admitted to hospital. Blood glucose was tested and customer was released. Customer contacted bayer regarding meter, and customer was advised that meter was working fine. Customer was very frustrated was going to be transferred to bayer when call was dropped. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.